Event description:
It was reported that the right ventricular (rv) lead had increasing impedance. The lead was explanted and replaced. During the explant of the rv lead, the right atrial (ra) lead was inadvertently cut. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage; proximal segment returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.